Event description:
It was reported that the catheter was being floated and when the clinician went to deflate the balloon, it would not deflate. Catheter was discarded. Follow up with dr. (B) (6), indicated that a triple a procedure was being performed, patient was lateral position on a bean bag, on their side. Inaccurate waveforms were observed, doctor stated that the catheter may have ben pushed against the pa, different scenarios were discussed such as, patient's anatomy, how the patient was lying on the table. When removing the catheter, it was noticed that the balloon would not deflate. A new catheter was inserted into the introducer and worked great. There were no other patient complications reported. It was also stated that the doctor believes that the gate valve was unlocked, which would allow the balloon to deflate.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution. The device is not available for evaluation because it was discarded at the hospital.